Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's calcified bicuspid aortic valve contributed to the infold. A procedure delay occurred in result of the infold. It was noted that hypotension occurred while attempting to implant the first valve, and when the valve was recaptured, the hypotension resolved. The hypotension was reportedly caused by the infold. It was noted that the patient's tortuous anatomy and steep aortic arch contributed to the aortic dissection. Treatment for the dissection was not provided.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implantation of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was completed with a non-medtronic 22 millimeter (mm) balloon. A 65 cm (centimeter) non-medtronic sheath was used in the patient¿s steep aortic arch, and the valve was positioned at the heavily calcified cusps. Subsequently, a line on the valve was observed under fluoroscopy and the patient¿s blood pressure did not increase. The valve was recaptured and withdrawn from the patient, and a second pre-implant bav was completed with a non-medtronic 25 mm balloon. A new valve and dcs were used, and the valve was implanted. An angiogram was performed, which revealed a type b dissection in the aortic arch. The cause of the dissection was unknown. The patient was placed under observation.